Manufacturer narrative:
Preliminary device analysis is not complete as of the date of this report. A follow up report will be sent when analysis is completed.

Event description:
The manufacturer's representative reported the patient had been experiencing poor pain control and they had been increasing his dose of morphine 150mg/ml to maintain control. The patient was having no other symptoms. At refill a volume discrepancy was discovered with more durg in the pump than expected. The hcp had difficulty filling the pump in that he could not fill with the full amount of drug. The drug was removed and the pump was filled with 10ml of preservative free saline. This was then removed and the pump was filled with 18ml of preservative free saline. At this point, the hcp was unable to withdraw anything back from the reservoir. No further troubleshooting was done. The pump was explanted and replaced and was filled with morphine 50mg/dl. The catheter was able to be aspirated of cerebrospinal fluid, so no catheter revision was done. The patient was started on a daily dose of 30mg. Prior to replacement, the patient had last been receiving 40mg/day. The patient recovered without sequela and is reported to have his pain now controlled at a lower dose than before pump replacement.